Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing, including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No failed battery test alarm was noted during testing. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test twice. Customer's blood glucose level was not reported. The insulin pump alarmed failed battery test again after troubleshooting. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.